Event description:
Pt was receiving blood transfusion and complained of pain. Sent to x-ray for contrast injection in port under fluoroscopy which shows extravasation of contrast into the soft tissues along the catheter just beneath the right clavicle which would be consistent with catheter fracture.